Event description:
A customer contacted haemonetics on (B)(6) 2011 and reported that the orthopat perioperative autotransfusion system would not power on. No pt injury was reported. No operator injury was reported. Upon evaluating the returned device on (B)(6) 2011 evidence of fluid ingress was found.

Manufacturer narrative:
The fluid ingress resulted in damage to electronic components. It could not be determined whether the spill bag had been deployed.